Event description:
On july 24, 2007, the nurse contacted lifescan another country on behalf of the lay user/patient alleging the one touch ultra easy meter prompted the "apply sample" message. The medical affairs specialist sent a follow-up questionnaire to the customer service representative (csr) in another country to ask the patient and nurse. Several calls were placed unsuccessfully. The nurse states the patient has had the meter for 6 weeks. Sometimes the meter prompts the "apply blood" message and does not give a reading. The patient went to a local chemist who obtained a blood glucose reading of 3.2 mmol/l, which the patient considers low. That prompted her to see the nurse. The patient stated she had symptoms of tiredness, which she describes as typical hypoglycemia. The patient takes novomix 30 insulin, but the times of injection and doses given are unclear. During the issue, the patient has taken her insulin on schedule and has not mentioned any changes at any time. The nurse states the patient has been using incorrect testing technique while testing her blood sugar. The nurse will help her the patient correct her testing technique. The csr determined during the troubleshooting telephone call the patient sample application was incorrect. Upon retest with a new test strip using correct technique, the issue was resolved. A control solution test was performing during the call with passing results. This complaint is being reported because the nurse alleged the patient received the "apply sample" message and therefore, could not test her blood glucose and later was found to be hypoglycemic.